Manufacturer narrative:
The surgeon reported that he was unable to place the mandibular implants after performing a lefort on the patient. The surgeon reported that the patient did not have a good occlusion during the planning stages, and could not adequately open the patient's mouth for taking dental impressions. The surgeon placed spacers bilaterally and staged the patient. Revision devices were designed and manufactured, and placed at a later date. Multiple MDR's were filed for this event (see associated report 2031049-2020-00053).

Event description:
The surgeon was unable to place the bilateral mandibular components.